Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported prior to an implant procedure, the ipg failed to communicate with the clinician programmer. Reportedly, the issue persisted. As a result, the ipg was returned.